Event description:
It was reported the right atrial (ra) lead had a high threshold which was greater than 3.0 volts. The ra lead was explanted and replaced. During the replacement procedure, the attempted ra lead insulation got mildly kinked. The ra lead was removed and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the helix was distorted/bent and the lead appeared damaged at implant. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, blood in/on the helix mechanism and tissue on helix. The analyst commented that the lead was returned with tissue on the helix which may have contributed to the reason for report.